Manufacturer narrative:
The device evaluation was completed. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001302 number, and no internal action related to the complaint was found during the review. The issue appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
On august 12, 2020, this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster failure analysis lab under manufacturer reference number (B)(4) which the event was reported for an MDR reportable hemostatic valve separation issue under report number 2029046-2020-01052. During evaluation on august 13, 2020, it was noted that the wrong product (lot number) was received for manufacturer reference number (B)(4). The visual finding on (B)(6) 2020 from the biosense webster failure analysis lab for this wrong device received was the hemostatic valve was dislodged. This issue was assessed as MDR reportable. An investigation was performed to determine if this device belonged to (B)(4) or if there was currently another existing manufacturer reference number for this device; however, no clarification was received. Therefore, since we were unable to get a clarification, and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date is (B)(6).